Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device's screen turning completely white was observed and onscreen indications were not viewable. The device¿s lcd display was replaced to address the issue. In addition of the above evaluation, the sheath of the internal battery conducting wire was observed to have cracked and internal battery was replaced to address the issue. The technician performed repair test, alarm checking, battery checking, run testing, and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.

Manufacturer narrative:
Previously it was reported that, a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device's screen turning completely white was observed and onscreen indications were not viewable. The device¿s lcd display was replaced to address the issue. In addition of the above evaluation, the sheath of the internal battery conducting wire was observed to have cracked and internal battery was replaced to address the issue. The technician performed repair test, alarm checking, battery checking, run testing, and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes.